Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. However, the contralateral gate of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component could not be cannulated. An unplanned aortouniiliac procedure and a femorofemoral bypass procedure were performed. It was reported that the patient tolerated the procedure.